Manufacturer narrative:
This is the same event as 3010536692-2015-00175.

Event description:
Allegedly the patient was revised due to the following mom complications: pain; chromium/cobalt toxicity; organ, muscle and tissue damage (right).